Event description:
It was reported that the device had a low battery. The device was explanted and replaced. It was also noted that there was a "serious adverse event related to the system." Attempts were made to gain further information about the "adverse event" and - because the "adverse event" was considered resolved on the date the device was changed out - attempts were also made to clarify if the "adverse event" was simply referring to the device replacement procedure. No clarifying information was received. The patient was a participant in the monitoring resynchronization devices and (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in that field action and returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The battery voltage was battery depletion indicated/eri (elective replacement indicator). Time of rrt (recommended replacement time) in save to disk on (B)(6) 2012, device rrt less than equal to 2.6251 volt. Patient alert for low battery voltage on (B)(6) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.